Event description:
It was reported that during a peripheral stenting treatment procedure, balloon removal difficulties were encountered. The physician used a 6 fr terumo sheath and the express vascular ld 8.0x30x75cm stent was delivered to the target external iliac stenosis and successfully deployed. Apparently, the delivery device balloon ruptured and a portion detached and migrated to the pt's knee. The pt was sent to surgery, where the detached balloon material was recovered together with a metal piece which may have been the tip of the delivery system. The pt had no complications related to the surgical intervention. Pt status is reported as "okay." Additional info has been requested regarding this event.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.